Manufacturer narrative:
(B)(4). Date sent: 12/13/2021.

Manufacturer narrative:
(B)(4). Date sent: 01/28/2022. D4: batch # u5ep4w. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with the anvil not returned . The device was received with staples still in pockets although the green check mark illuminated upon insertion of the battery. During analysis, the shrouds were removed to inspect stop switch actuator. It was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy procedure, the stapler did not fire. Surgeon confirmed battery was good on the device and when fired nothing happened. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.